Event description:
It was reported "patient is an active 5 y.o. With trisomy 21 who has a port. Patient had a 3/4 in needle in place. Port tubing broke at the point where the proximal port/lab port begins (smaller diameter meets larger diameter). Patient was capped at the time and did not have anything infusing."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set with y-site. Usage residues were observed throughout the sample. The safety mechanism was engaged and needleless injection caps were attached to both leur adapters. Partially circumferential splits were observed at both the proximal luer/tubing joint and the y-site/distal tubing joint. Microscopic inspection of both splits revealed granular fracture surfaces. Beach marks and radiating tear marks were observed throughout both fracture surfaces. Material buckling and discoloration were observed in the vicinities of the splits. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, it appeared that an additional unidentified factor(s) may have contributed. The supplier has been notified of this even. A lot history review (lhr) of asexf006 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "patient is an active (B)(6) with trisomy 21 who has a port. Patient had a 3/4 in needle in place. Port tubing broke at the point where the proximal port/lab port begins (smaller diameter meets larger diameter). Patient was capped at the time and did not have anything infusing."